Manufacturer narrative:
In response to FDA report number mw5082899. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known adverse event addressed in the labeling.

Event description:
Patient reported left-side "implant deflated" and "arm pain and burning, pain above the clavicle, pain in center of chest." Device remains implanted.